Event description:
It was reported that the patient experienced coronary atherosclerotic cardiopathy requiring treatment. On (B)(6) 2023, the subject presented with myocardial infarction and was referred for cardiac catheterization. The first target lesion was located in the middle left circumflex artery (lcx) extending up to distal lcx with 100% stenosis and was 21 mm long with a reference vessel diameter of 2.25 mm. The first target lesion was treated with pre-dilatation and placement of a 2.25 mm x 24 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. The second target lesion was located in the 1st obtuse marginal (om) with 80% stenosis and was 21 mm long with a reference vessel diameter of 2.5 mm. The second target lesion was treated with pre-dilatation and placement of a 2.50 mm x 24 mm synergy stent system. Following post dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. On (B)(6)2025, the subject was diagnosed with coronary atherosclerotic cardiopathy and was hospitalized on same day for further evaluation and treatment. Medication was given to treat the event, and at the time of the event the subject was on clopidogrel. In (B)(6) 2025, the subject was discharged from the hospital. At the time of reporting the outcome of the event was considered to be recovering/resolving.